Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed power system error. The customer's blood glucose level was 197 mg/dl at the time of the incident. This is the second for power system error within four hours of troubleshooting the previous occurrence. The internal battery has been reset three times and did not resolve the issue. The customer stated the alarm occurred during normal usage. The dome label sticker is detached. The insulin pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Findings: pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed low battery alarms and then pump error 25 were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5volts for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on pump was monitored and functioned properly. Unit received with damage display window cover, minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, missing serial number label, scratched around casing and cracked retainer. End cap address label was inspected and no anomalies were noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.